Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening crack and creases flat. Leak test and microscopic analysis was performed which identified: opening crack of the valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported "leaking from valve." The device has been explanted.